Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had exhibited undersensing resulting in ventricular tachycardia (vt) episode. An elected non-invasive programmed stimulation (nips) was performed to break the episode. Programming changes were made. There were no additional adverse patient effects reported.

Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.